Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of 550 mg/dl, due to customer not understanding how to eneter in a bolus. Bg was addressed via correction bolus via pump. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.